Event description:
The patient experienced a loss of therapeutic effect down her left leg only; she noticed it while entering her car. Impedance measurements were normal. Reprogramming did not produce a desired effect. Approximately two weeks later, the patient was continuing to lose therapy in one leg. The electrode and therapy impedances were good/normal. The loss of stimulation appeared to happen when the patient was stretched out (getting into a car). They were unable to get the stimulation back. An x-ray (date not reported) showed proper lead placement and no breaks in the system could be seen. The patient was put on the surgery schedule; so, they could go in and test the lead and extension to find out the problem. It was determined that the extension was the problem despite impedances being okay. A new extension was placed and the patient regained therapy.